Event description:
The customer stated her blood glucose readings on the contour next had been going up instead of down. She had an incident where she was shaking and then passed out. She did not check her blood glucose but called the doctor who advised her to eat something and decrease her insulin dosage from 20 units to 18 units. The test strip information was not provided. Strips were not expected to be returned for evaluation. A new meter and strips were sent to the customer.